Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was returned for power error alarms. Analysis confirmed the alarm, and the root cause was the non-sleep anomaly software error. The pump was received with normal operating current. The pump had minor scratches on the lcd window, cracked battery tube threads and a scratched case.

Event description:
A customer reported via phone call indicating that their old insulin pump had power out errors. The customer stated that the insulin pump lost power a half hour from changing batteries. The patient's blood glucose level was unknown at the time of the call. The customer was informed that they the issue occurred to the fact that the insulin pump was stored without battery for a long period of time. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.